Manufacturer narrative:
This was initially reported on the summary report dated december 23, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The causes of death were reported as respiratory failure and chronic obstructive pulmonary disease.